Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for increased gradients post implantation, was unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''post tmvr with a 26 sapien 3 ultra valve (that was placed inside a failed non-edwards mitral valve) the patient had elevated gradients across the mitral valve. A proctor reviewed the images and mentioned that the 26mm s3u appeared to be positioned very ventricular and also under expanded. Approximately 2 months post tmvr a 26mm s3u was positioned slightly more atrial and then post dilated with a 26mm vida nc balloon. Post gradient was 3mmhg.'' An existing technical summary captures the root cause analysis for complaints evaluated for bioprosthesis valve dysfunction presenting as stenosis/increased gradient as a result from patient/procedural factors. The technical summary outlines the manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, it was reported that the field felt the valve was malpositioned and under-expanded. Thv malposition can lead to improper forward/backward blood flow pressure with suboptimal leaflets coaptation, resulting in increased gradients. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve could be obstructed, which can contribute to increased gradients as reported. As such, available information suggests that procedural factors (malpositioned thv, under-expanded thv) may have contributed to the reported increased gradients. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, post tmvr with a 26 sapien 3 ultra valve (that was placed inside a failed non-edwards mitral valve) the patient had elevated gradients across the mitral valve. The patient continued to experience symptoms of mitral stenosis. A proctor reviewed the images and mentioned that the 26mm s3u appeared to be positioned very ventricular and also under expanded. Approximately 2 months post tmvr a 26mm s3u was positioned slightly more atrial and then post dilated with a 26mm vida nc balloon. Post gradient was 3mmhg. Per proctor review prior to the valve in valve, ''the sapien 3 landed too ventricular, and at tee looks like is anchored to the posts only; the inflow of the valve is below the ring of the surgical valve. It is possible that this is related to the high gradients. I also see some mild pvl at the medial side, outside the surgical valve.'' Per the fcs, the site felt the edwards valve was under expanded, but not deficient.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the valve landing too ventricular caused or contributed to the malposition. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The investigation is ongoing.